Manufacturer narrative:
Section a4- patient weight requested; information not yet provided. Section b3: the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had old driveline tears that were reinforced with tape. The rescue tape was still intact.

Manufacturer narrative:
Section d1: brand name: corrected. Section d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported cosmetic damage to the outer jacket of the driveline could not be conclusively determined as no photos were submitted by the account and no product was returned for evaluation. Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The patient remains ongoing on (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications.\ the heartmate ii left ventricular assist system instructions for use and patient handbook are currently available. These documents discuss damage due to wear and fatigue of the driveline and include driveline care instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was added. No further information was provided. The manufacturer is closing the file on this event.